Event description:
Ethicon prolene mesh pmii used for pop in 2004. Had rejection of mesh for over 1 year and surgery to remove that portion with dead tissue. Surgeon removed 5 cm of mesh. Further surgery to remove more rejection and reconstructive surgery. Live with pain, having pop again, can't have sexual relations with husband. Totally ruined on the inside.